Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2023 to treat low back pain. Patient presented with negative impedances on one contact of the implanted lead while preparing for a MRI. Troubleshooting was attempted and unable to resolve the impedance issue. On (B)(6) 2023 a surgical revision was performed to resolve the impedance issue and allow the patient to move forward with the MRI. During the procedure, the implanted lead was tested and returned good impedances. Upon connecting the lead back to the implantable pulse generator (ipg), negative impedance readings were again obtained. The ipg was replaced, with the new ipg being implanted into a new pocket. All impedances and other intra-op testing returned good results.

Manufacturer narrative:
The explanted ipg was retained by the medical facility and thus unavailable for further inspection and investigation by the firm in order to determine the cause of the impedance issues.